Event description:
Synergy china registry. It was reported that acute non-st-elevation myocardial infarction occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) with 90% of stenosis and was 19 mm long, with a reference vessel diameter of 2.45 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days later, the subject was discharged aspirin and ticagrelor. In (B)(6) 2022, during follow-up visit, the subject presented with symptoms and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with acute non-st-segment elevation myocardial infarction (mi). The location of mi was anterior (septal) and unknown q wave mi. Medication was given to treat the event. The event was considered to be recovering/resolving. Four days later, the subject was discharged on clopidogrel and other medication.